Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that insufficient sensing measurements were observed. R wave sensing was between a mean of 12 mv to a mean of 2.3 mv on home monitoring and during a follow-up in clinic varying from 1.8mv to 7mv. The patient is scheduled for a lead replacement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the trend data provided, acquired between (B)(6) 2025 and (B)(6) 2026 recorded a stable pacing impedance of 700 ohms and a stable shock impedance of 95 ohms. Furthermore, an initial p/r amplitude of 12 mv was recorded with a drop to 2 mv since (B)(6) 2025. The analysis of the provided iegm episode revealed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.